Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No occluded anomalies were found during analysis.

Event description:
Customer reported that his insulin pump is malfunctioning. Customer stated that he received a recertified replacement and 3 days later received a motor error alarm. Assisted customer with manual prime and he state that he can see insulin building up right around the qr no drips and the insulin pump did not alarmed. Customer also stated that he spoke with his attorney and sent 2 infusion sets that were on the insulin pump at the time of motor error alarmed for documentation. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).